Event description:
Sorin group received a report that the s3 double head pump displayed an error message and stopped during set-up for a case. There was no pt involvement.

Manufacturer narrative:
There was no pt involved. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump displayed an error message and stopped during set-up for a case. There was no pt involvement. A sorin group svc rep was dispatched to the facility to evaluate the issue. During inspection, the pump was found to be noisier than expected. The rep troubleshot the unit and replaced both speed potentiometers. All subsequent testing found the pump to be working properly. The investigation is on-going. A f/u report will be sent when the investigation is complete.